Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd 7-day ll vlv adpt(stand alone) did not allow med administration. The following information was provided by the initial reporter: they were unable to administer juno brand adrenaline 1:10,000 pre-filled syringe and identified that it was due to the bd smart-site connector.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples of the allegedly defective 2000e7d products were received for investigation of pr (B)(4), in which the customer has stated: "they were unable to administer juno brand adrenaline 1:10,000 pre-filled syringe and identified that it was due to the bd smart-site connector." The customer did however provide a sample of the pre-filled syringe (adrenaline aguettant 1:10,000 manufactured by juno pharmaceuticals pty ltd.), which was received in sealed packaging. Further information from customer stated that the flow was completely blocked, there were no visible defects to the device, and that the lot number of the 2000e7d product was 1027294. In order to attempt to replicate the customer's experience, a 2000e7d product was obtained from stock. The 2000e7d was connected to the juno pharmaceuticals syringe and flushed without any flow restriction occurring. It was however noted that if the syringe was not fully connected (i.e., hand-tight) then some restriction could occur. A visual inspection of the syringe also noted that the tip had a rough finish to it, with some small flash visible (appendices 1 & 2). Please note, this type of male luer feature has been shown in the past to intermittently lead to restricted flow due to the edges pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same male luer which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1027294 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no samples of the 2000e7d product were received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.